Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope image blacked out. The issue was observed during an unknown procedure. No reports of patient or user harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the image was intermittent/flickering, the bending section cover rubber had a pinhole, the bending section cover rubber glue was lifting, and the insertion tube had dents and failed ring gauge. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. Patient identifier of (B)(6) is related: model number: bf-xp190, serial number: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, information was inadvertently not included on the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to insertion section which caused damage of ccd-unit (charge-coupled device unit). Subsequently, the flickering image event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.